Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's blood pressure "drops" when the patient paces. It was noted that the hysteresis rate could not be reached and the patient continued to be paced at the programmed lower rate. The device remains in use. No patient complications have been reported as a result of this event.